Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that 3 sensors all alarmed lost sensor. The customer's blood glucose reading was 164 mg/dl at the time of incident and also went down to 50 mg/dl. Troubleshooting advised customer to reconnect the transmitter to the sensor and relocate the transmitter to a different area. The customer declined troubleshooting for the low blood glucose and was advised to monitor the current sensor and to call back if any further issues.